Manufacturer narrative:
Product analysis summary: the balloon returned deflated. The balloon folds were expanded. There was blood visible in the balloon. There was no stretching evident to the balloon bond. Deformation was evident to the distal tip. A kink was evident on the distal shaft 22.7cm proximal to the distal tip. The balloon failed negative prep. On pressurisation of the device, liquid was observed exiting the distal section of the balloon material. The balloon failed to maintain pressure. Upon visual inspection of the device, there was a short longitudinal tear on the balloon material directly above the distal markerband. There was no lead in scratches evident proximal or distal to the tear site. There was no other damage evident to the remainder of the device. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure, an attempt was made to use a euphora rx ptca balloon catheter. It was reported that a balloon burst occurred while inflating the device at 10atm. No patient injury was reported.